Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device would inflate during use however, the device would not stay inflated. There was no reported harm to the pt.